Event description:
Device report from synthes europe reports an event in the (B)(6) as follows it was reported that the patient fell over on an unknown date which resulted in an implant failure. The fracture was around a knee replacement. There was no damage to the plate at the time of the surgery. The shaft of the screws were all in tact. The distal screws were positioned close to the implant for increased stability. The failure occurred at the head of only two of the screw head/neck junctions. It was also reported that the patient was starting to heal with early callus at the time of the revision surgery. The failure occurred 3-4 weeks postoperative resulting in a cyclical stress and fracture of the metal. The patients revision was done with a non-synthes distal femoral locking compression plate (lcp). There was no report of a surgical delay. This report is for one unknown screw this report is for 1 of 2 complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the returned screw is broken, screw head was not sent back for evaluation. Therefore it cannot be defined where exactly the screw broke. (B)(4). The revision surgery to remove the broken screws and the (intact) plate was performed on the (B)(6) 2014. Revision surgery by means of a distal femur plate from a different source. Based on the topography of the fracture surfaces, it can be concluded that the screws were subjected to low dynamic bending loads, one sided. Constantly alternating bending loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the screws. The screws could not resist the applied force which finally led to the material overload / fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.